Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high on continuous glucose monitoring. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer applied more force to the button to resolve the issue.